Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited crosstalk episodes. Programming changes were performed. There were no patient consequences.